Event description:
The customer reported that she awoke with a blood glucose level of 268 mg/dl. When she checked the pod, she noticed that the needle had inserted, however, the cannula had never deployed. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.